Manufacturer narrative:
H10: h3, h6: the reported device was not received, however 23 devices from the same lot number returned for evaluation. A visual inspection revealed all the devices were returned, individually, in original, unopened/sealed packaging with the batch number of the complaint on the labels. There are no visible defects. Functional evaluations, using a simulation meniscus, showed that each t1, and then the t2, deployed and implanted into the meniscus as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair procedure, the t2 implant of an ultra-fast fix could not be deployed. T1 implant was pulled out. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).